Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon (iabp) fan error message occurred. The iabp was swapped with another one. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. However, the logs indicated multiple errors leading to replacement of both fans as well as the power management board. As per manual if issue happened multiple times, both fans and power management board are to be replaced, so they were replaced. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon (iabp) fan error message occurred. The iabp was swapped with another one. No patient harm, serious injury or adverse event was reported.